Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 42 instances of power - damage failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 3 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 167 allegations of a malfunction, 114 pumps were returned to animas and investigated. Of the investigated pumps, 112 were found to be malfunctioning due to to damage to the pump. During investigation for unrelated complaints, there were 1 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 167 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue where the pump was damaged. These reports were received from various sources. The patients associated with this allegation ranged from 4-78 years of age and between 34 and 305 pounds. Of the reported patients, 77 were male, 90 were female, and were unknown.